Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-operation check on (B)(6) 2018, the new atrial lead was found to be dislodged. The lead was re-positioned successfully on the same day. The patient was stable before, during and after the procedure.